Event description:
It was reported that there was oversensing noted on several ventricular high rate episodes. It was noted that the lead had been programmed to unipolar sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 implantable pacing lead, (B)(6) 2009. (B)(4).